Manufacturer narrative:
A good faith effort will be made to obtain the applicable information relevant to the report. If information is provided in the future, a supplemental report will be issued.

Event description:
Information was received from a health care provider (hcp) of a clinical study regarding a patient who was implanted with a neurostimulator. It was reported that the patient experienced a psychiatric disorder. The signs and symptoms of the event included paranoid thoughts and aggressiveness; the event required an in-patient or prolonged hospitalization. The diagnostic methods included the patient reporting the event on (B)(6)2017. The etiology was noted as possibly related to the device/therapy, not related to the implant procedure, and not due to programming. The patient's most recent reprogramming/device interrogation date prior to the event was on (B)(6)2016. The actions/interventions taken to resolve the event included increasing the patient's dose of rivastigmin on (B)(6)2017; the event resulted in an unscheduled clinic or office visit. The issue was considered resolved without sequelae on (B)(6)2017. No further complications were reported/anticipated.

Manufacturer narrative:
If information is provided in the future, a supplemental report will be issued.

Event description:
Additional information was received from a health care provider (hcp) of a clinical study via a manufacturer representative (rep). It was reported that the serial number of the implantable neurostimulator (ins) was unknown. It was also noted that the device was implanted on (B)(6) 2015. No further complications were reported/anticipated.